Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that beginning on approximately (B)(6) 2012, the skin under her sensor adhesive has been irritated and itchy after sensor removal. The skin heals within a few days. Patient has had a similar issue with other medical devices. Patient consulted her physician, who prescribed a topical ointment. At the time of her call to technical support, patient reports that her most recent sensor site is itchy. During a follow-up call to patient on (B)(6) 2012, patient reports that she is experiencing the same issue, and has not started using the prescribed ointment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.